Manufacturer narrative:
(B)(4). Occupation: attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address high metal ion levels/patient's primary and revision operative records were received. The patient was revised to address pain as well as elevated ion levels. Records indicate the patient had a revision on their left hip in early 2013 but it is unknown at this time if the patient had depuy components in their left hip./ppf and sticker sheets received. In addition in what was previously alleged, ppf alleges metal wear and metallosis. Doi: (B)(6) 2007-dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.